Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
It was reported that patient had a left total shoulder revised to a reverse shoulder due to instability.

Manufacturer narrative:
Evaluation revealed the keeled glenoid, the humeral stem and the humeral head to be the primary products. No further associated products were reported. A physical examination could not be carried out as the items were not received for evaluation (hospital policy). A review of the device history records revealed no deviation in the manufacturing process. The items were documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. In the case presented a 68 years old female patient had been treated with a reunion total shoulder arthroplasty of her left shoulder on (B)(6), 2016. On (B)(6), 2017 the patient had to be revised to a reverse shoulder arthroplasty due to instability. Further information such as medical records, x-rays, surgery reports or progress notes were requested for several times, but were not provided. Thus a medical statement was not possible. The reported event could not be confirmed with the information given. A more precise evaluation was not possible. With available information a deficiency of the devices could not be verified. The file will be closed formally. In case relevant clinical information or the items should become available, we reserve the right to update the investigation and change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject products.

Event description:
It was reported that patient had a left total shoulder revised to a reverse shoulder due to instability.